Event description:
In (B)(6) 2008, a bard g2 filter was placed during a pe/dvt during my (B)(6) week of pregnancy. I was told at the time that the filter would be removed. However, it was left in. Over the past four years, I have had complaints of sharp pains, discomforts, and an odd feeling inside. The issues were never related back to the filter. This year I had a CT scan done for a separate medical issue and the tech noticed a problem with the filter. The filter has tilted, it has fractured in multiple spots and it has pierced the vein multiple times. Different barbs are in contact with the duodenum, the aorta, and the spine. I am currently seeking medical help to try and have the filter removed, but surgery is dangerous.